Manufacturer narrative:
(B)(4): the customer reported, a charge/shock failure during opcheck. The hospital biomed performed his own eval and repair of the device. Replacement of the therapy pca resolved the symptom. On (B)(6) 2010, the customer reported that they have had no further problems with the device.

Event description:
The customer reported, a charge/shock failure during opcheck.